Event description:
Dental dam is coming loose from frame.

Manufacturer narrative:
Customer states they received (1) box of h00750 framed flexi-dam, lot 060j, that contains framed flexi-dam that is loose from the frame and ruptures when trying to put them in place. The customer did not return any product for analysis. Complaint analysis: complaint history analysis shows no additional complaints for the frame coming loose from this batch. The inventory analysis shows no remaining product in stock of this lot number. Sap shows stock of this batch, containing 2,280 boxes of, framed flexi-dam was depleted 06/07/2017. Root cause analysis: why? Customer is dissatisfied with the adhesion of the flexi-dam to the frame. Why? The flexi-dam is separating from the edges of the frame. Why? Poor adhesion is observed where the flexi-dam is glued to the frame. Why? A change in manufacturing process or materials by (B)(4) may be to blame for this change in adhesion properties. Why? It appears to be an isolated incident of a known issue that has been addressed through a CAPA generated internally at their facility by the supplier. CAPA assessment: CAPA not required at this time. This lot will continue to be monitored for further occurrences.